Manufacturer narrative:
The milky cataract (morganian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece was noted to be third party repaired. The company representative has provided feedback to the surgeon that the repairs of this nature are not in alignment with company recommendations nor directions for use (dfu). The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, a white substance came out of the phacoemulsification handpiece. When the surgeon attempted to remove the substance, the handpiece became hot and caused a corneal burn. The white substance was removed during the initial procedure. Seven sutures were used to close the wound. The phacoemulsification handpiece had been previously repaired by a third party and was sent to a third party for repair after the incident.